Event description:
The manufacturer received info alleging a ventilator would not power on. There was no harm or injury reported. The device has yet to be returned to the manufacturer for eval. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.